Event description:
It was reported that this implantable cardioverter defibrillator (ICD) oversensed noise on the right ventricular (rv) channel, resulting in inappropriate anti-tachycardia pacing (atp). The physician suspected a lead fracture. However, x-ray imaging was unremarkable and lead testing was within normal limits. The physician elected to disable therapies and will screen the patient for a subcutaneous implantable cardioverter defibrillator (s-ICD) system. No adverse patient effects were reported.

Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) oversensed noise on the right ventricular (rv) channel, resulting in inappropriate anti-tachycardia pacing (atp). The physician suspected a lead fracture. However, x-ray imaging was unremarkable and lead testing was within normal limits. The physician elected to disable therapies and will screen the patient for a subcutaneous implantable cardioverter defibrillator (s-ICD) system. No adverse patient effects were reported. Per the field, no new information is available as the patient has not shown up for their s-ICD screening. Should additional follow-up information be provided in the future, an updated report will be issued.